Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the mid right coronary artery (rca) with mild tortuosity, mild calcification and 99% stenosis, a 2.0x30 mm rx trek dilatation catheter was advanced without resistance and dilatation was performed. The 2.0x30 mm rx trek dilatation catheter was withdrawn from the patient anatomy and then re-advanced without resistance to the lesion and the hypotube at the hub separated. Reportedly, there was no issue during preparation of the device and the first inflation was successfully completed. The device was changed to a same sized rx trek dilatation catheter and the procedure was completed successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.